Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the observed dark image. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for the dark image issue could not established, however, it is probable that the image problem occurred due to the use of a lamp not recommended by olympus. In addition, it was not possible to identify it because no further information was obtained. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the top cover and front panel were worn out; connector is worn out a non-olympus lamp. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility returned an asset evis exera iii xenon light source to olympus to the service center. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, it was too dark to see the endoscopic image there was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.